Manufacturer narrative:
Imdrf impact code f1901 captures the reportable event of additional surgery.

Event description:
It was reported that during a follow up routine after bulkamid procedure, the physician reported a problem with the device. The physician performed an additional procedure. There were no patient complications.